Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a frayed grip cable at the idler pulley, but the cable is not fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The instrument was found to have mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations. The instrument was found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. The size of missing piece is approximately 0.0520¿ x 0.0770¿. The ceramic sleeve does exhibit scratch marks. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have a broken cord. The procedure was completed with no reported injury.